Event description:
It was reported that the patient presented in clinic for a routine follow up on (B)(6) 2024. Upon examination, the right ventricular lead exhibited inconsistent capture. The device was programmed with increased output to accommodate the capture anomaly. On (B)(6) 2024, the right ventricular lead was explanted and replaced successfully. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).